Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.